Event description:
On 06/27/2006, nellcor puritan bennett received a report of labeling issues on a sct specialized tracheostomy tube. The caller reported that they ordered a custom 7.5 tracheostomy tube and did not discover it was a size 7 until after pt intubation. The caller reported that the pt was not harmed.

Manufacturer narrative:
Mfg is addressing the customer reported complaint mode in a CAPA.